Event description:
As reported on (B)(6) 2013, it was noted that one of the devices received by the customer from the MFR was not fully sealed for approx 3 inches along the length of the product packaging, compromising the product sterility. As this was noticed when the product was received, the product did not come into contact with a pt, hence there was no pt harm or injury. The reported disposable device has been returned to the MFR for investigation.

Manufacturer narrative:
Returned for eval was a venacure evlt nevertouch-frs procedure kit 5 cm. A visual exam of the device noted the pouch was opened and torn approx 40 cm on each side. The micro access kit was noted to have been missing. All components were intact on the die card inside the pouch. The customer's reported complaint description is confirmed. The most likely root cause for the reported complaint description is due to shipping/handling damage. A review of the lot history records was performed for the reported lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, pouches receive a 100% inspection for damage in which pin holes and cuts to packaging are rejected. As this was noticed when the product was received, the product did not come into contact with a pt, hence there was no pt harm or injury. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).